Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 224 mg/dl, 145 mg/dl, 170 mg/dl, 542 mg/dl. The customer reported that infusion set cannula was bent. The customer was treated with the humalog. Troubleshooting was declined performed for high blood and performed for needle anomaly. The customer stated that the cannula was not still in the skin. The customer reported that they were not received medical treatment as a result of cannula fracturing while in the body. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The customer's weight information has been changed to 125.